Manufacturer narrative:
The investigation of infection/sepsis, product damage (sleeve damage), and optical signal issue has been completed. The impella device was not returned for evaluation. Infection/sepsis: the root cause of the infection/sepsis was unable to be determined due to insufficient clinical details. Product damage (sterile sleeve damage): no product was returned for analysis. The root cause of the product damage (sterile sleeve damage) was not determined as no product/images were returned optical signal issue: clinical reported impella position in aorta alarm which self resolved. The data logs do not show any 'impella position in aorta' alarms but show 'impella position unknown' which occurred outside complaint reporting clinical timeline (alarms on 6/6, issue reported 7/21). The 5s parameters were stable and within expected ranges. The logs show a steady increase in placement signal during support and no motor current spikes outside p-level changes. The root cause of the optical signal issue was most likely patient condition related as evidenced by clinical account of self resolution and no related abnormalities observed in data logs d6a implant date was erroneously entered on the initial manufacturer device report number 1220648-2025-31074. H6 medical device problem code 2917 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-31074.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock . Section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant had a impella 5.5 pump placed to support the patient awaiting heart transplant. While on support the nurse called and reported that the back end of sterile sleeve separated from 2nd luer lock. Advised to clean with betadine and dress/secure sterile dressing. Later it was reported that impella in aorta alarm however it self resolved. Additionally it was reported that the patient blood cultures were positive from unknown origin and had been started on vancomycin. The procedural outcome was the patient survived surgery.